Event description:
The customer reported that their device would no longer power on. The customer explained that when the battery was placed into the device, the device would emit a high pitched tone every few seconds and would not power on. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). The customer advised physio-control that they have retired the device from service and will not be returning it for evaluation. The device has not been returned to physio-control. The cause of the reported failure could not be determined.